Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 8:00 am for a high blood glucose level of 500 mg/dl and diabetic ketoacidosis. The customer stated that they received a no delivery alarm on their insulin pump. The customer was assisted with trouble shooting and was advised to change the infusion and reservoir sets. The customer does not want to return the used sets back for analysis. The customer was advised to monitor the pump for any future issues. No further info was provided.